Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a high sensitivity (hs) system check and determined the results were unacceptable. The fse replaced the aspirate probes and peristaltic pump tubing connected to the aspirate probes to resolve the issue. After the repairs, the system was verified with a system check, hs system check, and quality control. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause ind (indeterminate)-flagged troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All MDR associated with this event: 2122870-2015-00656, 2122870-2015-00657, 2122870-2015-00658, 2122870-2015-00659. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients and ind (indeterminate)-flagged access accutni+3 results for seven (7) patients in association with the access 2 immunoassay system serial (B)(4). The laboratory tested four (4) patients (designated as patients five (5) through eight (8)) on (B)(6) 2015 and the results were ind-flagged. The following mdrs will address the additional three (3) ind-flagged access accutni+3 patient samples and the two (2) non-reproducible access accutni+3 patient sample results: 2122870-2015-00656, 2122870-2015-00657, and 2122870-2015-00659. Quality control (qc) recovery was within the laboratory's established ranges and a system check passed within published performance specifications prior to the event. The customer performed an access accutni+3 precision run after the event and the results were outside of assay specifications. The sample was collected in four (4) ml green top, lithium heparin tubes without gel. The sample was either centrifuged for three (3) minutes at 7200 rpm (revolutions per minute) or five (5) minutes at 5600 rpm. The customer did not provide the temperature at which the laboratory centrifuges samples. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.